Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection or hemorrhage occurred while using a csi orbital atherectomy device (oad). The target lesion was 50-90% stenotic and was located in the left anterior descending (lad) artery. The physician used a 7fr introducer sheath and a csi viperwire guide wire to access the lesion. Prior to atherectomy, an impella assist device was introduced into the patient. The oad was loaded onto the guide wire and advanced to the site of the lesion. The physician successfully completed three runs at low speed. Post-atherectomy angiography revealed a contained hemorrhage or dissection in the lad. A follow-up echocardiogram did not reveal any additional effusion. The physician left the dissection/hemorrhage to resolve on its own. A request for information was made to the facility, but was denied.